Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported on (B)(6) 2016 that the physician was having issues communicating with a patient's generator. They had a backup system to successfully interrogate the patient's device. Troubleshooting was performed which identified that the issue was with the serial cable. Once replaced the issue resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.